Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer and a friend reported customer¿s adc blood glucose meter was ¿no longer working¿. It was further reported the customer had been self-administering unspecified ¿injections¿ and ¿may not have been eating very well¿. Caller noted he had changed the battery but the meter still did not work. On (B)(6) 2016 customer called the paramedics. Upon arrival a reading of 28 mg/dl was received, customer was diagnosed with hypoglycemia, treated with an injection of ¿dextrose¿ and then transported to an emergency room. Customer was held in the ER until his blood glucose level rose to 157 mg/dl. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.